Manufacturer narrative:
Additional information: g3, h3, h6. Visual evaluation of the device shows the tip and shaft of the ar-9811 apollorf mp90, aspirating ablator, 90°, multi-port to be damaged. The tip of the device does not appear to be detached. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device. The complaint allegation of the tip becoming detached cannot be confirmed.

Event description:
It was reported that during a rotator cuff surgery the apollo fell apart at the end of the operation. Parts came loose. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery. ***update avoe 15-jul-2025 it was further confirmed by the surgeon that the tip at the front has become completely detached, i.e. Has fallen off completely.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.